Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the distal end of the main tube has various small scratches, under .25 inch long, all around the tube. A couple of the scratches are deep enough to have removed a small amount of material. Based on the location and appearance of the scratches, they were most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use ( IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the fiberglass shaft of the endowrist prograsp forceps instrument is shredding. No additional info was provided. No pt harm, adverse outcome or injury was reported.